Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly dispensed the entire cartridge of insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/14/2013-device evaluation: the pump has been returned and evaluated by product analysis on 05/15/2013 with the following findings: the pump¿s history showed no evidence of a load step malfunction but showed several loss of primes with low non-zero force warnings on the date of the event. During testing, the pump powered on normally and displayed the verify screen. During the load step, the piston was unable to detect the cartridge and stopped after pushing out half the cartridge tank. The force sensor calibration was found to be below specifications. During evaluation, the contamination was found on the force sensor plate. The force sensor resistance was found to be above specifications.